Event description:
During the implant procedure, the delivery catheter was inserted into the patient and would not flush. The guidewire and delivery catheter were removed from the patient and flushed on the table. The guidewire was not stuck in the catheter. A foreign body was removed from the delivery catheter. The foreign body was black, and was a few millimeters in length. It was retained for return along with the delivery catheter and command guidewire. Another sensor was pulled from the shelf, implanted using the same access site, calibrated and read successfully. There was a ten to fifteen minute delay to the procedure due to this issue.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The following components were received in the return: user documentation, command guidewire, delivery system with tether wires and sensor intact loaded into hoop. Visual inspection of the skiving portion of the catheter was found to be normal. Visual inspection of the length of the catheter was normal. Visual inspection of the hub was normal. Visual inspection of the returned command guidewire was found to be normal. There was foreign material identified within the return that matched the description given in the per. The results of the investigation are that the observations in the event description are confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.